Event description:
The complainant reported that during the flushing of a pasv PICC that had been therapeutically placed in a male patient (implant date unk), the device was found to have fractured at the insertion site. There was no indication from the complainant of any adverse effects on the pt as a result of the reported problem. Numerous requests for additional info have been made to the complainant; all attempts have been unsuccessful.

Manufacturer narrative:
The device has been received by this MFR, but a physical eval has not yet been performed; therefore, a failure analysis is not available and at this time, we are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family.